Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise episodes and low pacing impedance. No intervention was performed. There was no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. Final analysis found that as received, a complete lead was returned in two pieces measuring 23.5 cm of the connector portion and 23.7 cm/ 38.0 cm (outer insulation/ stretched outer coil) of the distal portion. Visual inspection noted an external insulation abrasion was noted at 20.6 cm ¿ 21.6 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to device can. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
New information received notes that the patient presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.